Event description:
It was reported that the device had the charge-pak and attention icons illuminated. The device was returned and evaluated at physio-control. The device had fault codes logged in the memory, indicating a lock up failure during the 3:00am self-test to subsequently delete the internal hlc battery and the charge-pak battery charger. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio-control determined the root cause of malfunction to be failure of the digital pcb assembly. A replacement device was provided to the customer.